Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 198 events were reported for this quarter. Product return status: 173 devices were received. 4 devices were not available for evaluation. 21 device investigation type has not yet been determined. Event confirmation status: 172 reported events were confirmed; the cause was traced to component failure. 22 evaluations are still in progress. Evaluation results: 172 devices were found to be affected by chipped paint. Additional information: 198 devices were not labeled for single-use. 198 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 198 </noe> malfunction events in which the device had paint chips missing. 197 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. 198 events were originally reported for this failure mode during the reporting quarter. 199 events should have been reported; 1 event was inadvertently excluded. - 199 previously reported events are included in this follow-up record.   Product return status 192 devices were received. 7 devices were not available for evaluation.   Event confirmation status 192 reported events were confirmed. Evaluation results 192 devices were found to be affected by missing paint chips. Additional information 199 devices were not labeled for single-use. 199 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 199 </noe> malfunction events in which the device had paint chips missing. 198 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.